Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the anterior popliteal, heavily calcified lesion. An armada balloon catheter advanced without unusual resistance. Balloon dilatation was performed for 180 seconds at 8 atmospheres when the balloon burst. The device was removed and replaced with another armada same size with fine results noted. There was no clinically significant delay and there were no adverse patient effects. No additional information was provided regarding this issue.